Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped functioning. Reportedly, the customer is still able to access the pump features. Customer's blood glucose level was not impacted. Customer stated that they have not been using the pump for insulin therapy, and have been using insulin injections for insulin therapy.